Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Manufacturing site name: codman and shurtleff inc., dba depuy synthes products, inc. (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a healthcare professional, during a coil embolization, the physician did not like the shape of a 2mm x 2.5cm micrusframe10 (mfr100202, l15539) coil deployment and decided to pull it out. During re-sheathing of the coil, the introducer failed to be re-zipped. The physician used a same like product and the procedure was successfully finished. There was no report of patient injury. The device was discarded therefore no product analysis could be performed. A manufacturing record evaluation was performed for the finished device l15539 number, and no non-conformances related to the reported complaint condition were identified. With the information available and without the product available for analysis, the reported customer complaint of ¿coil - positioning difficulty-poor conformability¿ could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size and vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. Multiple attempts to obtain product for analysis and obtain additional information were unsuccessful. The IFU instructs on proper positioning of the microcoil system. The instructions for use (IFU) warns: ¿if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system¿. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by a healthcare professional, during a coil embolization, the physician did not like the shape of a 2mm x 2.5cm micrusframe10 (mfr100202, l15539) coil deployment and decided to pull it out. During re-sheathing of the coil, the introducer failed to be re-zipped. The physician used a same like product and the procedure was successfully finished. There was no report of patient injury.